Event description:
The patient's clothing was caught between the cradle and table cover. When the cradle moved, the patient's hand was cut by a burr on the plastic attachment of the patient strap. The cut required 10 stitches.